Event description:
The clinic reported that a laser vision correction patient presented with flap straie in both the eyes, with both flaps displaced superiorly, one day post treatment. Flap lift and rinse was performed. The patient complained about experiencing dry eye and stated that their vision was very blurry. There was no loss of best corrected visual acuity (bcva) reported.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.